Event description:
New information indicates that device reprogramming was made previously due to low out-of-range high voltage lead impedance (hvli). The patient later presented for a revision. The right ventricular (rv) lead was capped and a new rv lead was implanted on (B)(6) 2024. The patient was stable before, during, and after the procedure with no complications.

Event description:
It was reported that an alert for low high voltage lead impedance (hvli) was noted on a remote transmission. The rv-svc vector was below the lower limit and had experienced a significant drop. No intervention performed at this time. The patient was asymptomatic.